Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A sample was not returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode.¿ as such, a root cause could not be determined. A supplier corrective action request has been sent to the supplier. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Additional 510k number: k932295 additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported during the procedure, the gastrostomy tube was defective according to the medical team. The doctor reported the tube had a defect in the cuff. Per additional information provided by the customer, the balloon deflated on its own in less than 30 days.